Manufacturer narrative:
B4. Date of this report: 15 june 2025. G3. Date received by the manufacturer? 15 june 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements.the user was educated on the sensor re-linking process.based on our review of the data since the re-link, we can see the system is showing improvement with better agreement in bg and sg value.as per dms, the user is currently using the system with up to date information.